Manufacturer narrative:
Manufacture date now provided.

Event description:
A medtronic representative reported an exam was loaded using mach cranial 5.2.5., then when going back to the prep phase, the software unexpectedly exited to the application screen. The software was re-entered and performed properly. The medtronic representative tested the graphics card in unix, performed as expected. This occurred prior to a procedure, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable at the time of this report. The medtronic representative, at the site, instructed the site on archiving core files onto a cd to send in. Also, tested the graphics card in unix, and the system performed as expected. The reported issue could not be duplicated. The stealthstation treon ran normally throughout the procedure. No further issues have been reported.